Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. Evaluation found the device passed position a (middle) of the sensor magnet tracking functionality, but after testing with ECG waves, it did not track accurately. Positions b and c did not pass, as they did not track position accurately. The sensor ECG functionality passed testing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the device does not work. 20 nov 2025: evaluation found the device passed position a (middle) of the sensor magnet tracking functionality, but after testing with ECG waves, it did not track accurately. Positions b and c did not pass, as they did not track position accurately. The sensor ECG functionality passed testing.